Manufacturer narrative:
Product ID 309328, lot# 0206434888, explanted: 2014 (B)(6); product type lead. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 16.7 cm from the proximal end (overstress/damage). The returned lead length was 16.7 cm. The outer insulation was twisted throughout the length of the lead.

Event description:
It was reported patient recently had two ¿significant¿ falls and after their stimulator ¿stopped working¿ and symptoms returned. The patient previously had up to 80% improvement in symptoms. It was also noted, the patient was required to bend over ¿several 100 times per day (once a week)¿ as part of their work. The patient was unable to bend at their knees due to other medical conditions. It was noted that ¿sometimes¿ the patient thought the implantable neurostimulator (ins) may have moved. Lead impedance values indicated a ¿possible¿ fracture. The patient was going to have a revision. Prior to the revision, the surgeon did an x-ray and the lead fracture could be clearly seen. The pocket was opened and the lead and ins were ¿freely¿ removed. The distal section of the lead was left in the patient. It was added that the lead appeared to have been rotated multiple times. The fracture site showed twisting. The lead was replaced and good physiological markers were observed. The new lead was placed into ¿ls3¿ and the old lead was left in at ¿rs4.¿ the ins was anchored. Information received a week later clarified the patient experienced fecal incontinence when their symptoms returned. The representative was not aware of any problems since the revision and noted there were good responses seen in surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.